Event description:
It was reported the ultrasound bronchofibervideoscope had water leaking out of the device. The issue was found during an unspecified bronchoscopy procedure. The procedure was completed with a similar olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.